Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The international customer reported the device stopped operating in standby mode. There was no patient harm.